Event description:
It was reported the procedure was being performed in interventional radiology. Several passes were made prior to the separation. There was a lot of clot throughout the graft and vein. No sharp angles were encountered. During use, the tip and part of the wire came off of the device. The physician used a snare to retrieve the wire that broke off from the basket, however, the tip was not removed. The physician feels the wire bent over on itself. They were using the 7fr over the wire 65cm length. Another ptd (not over the wire) was used to complete the procedure. The patient outcome was fine. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4).